Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 89% stenosed, 36-88mm x 4.0-4.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: guang dong ji nan university affiliated no.1 hospital device is a combination product. A promus element, mr, ous 4.00x38mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. Stent struts from the mid-section of the stent were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured using calipers and the result was 38.19mm, this is within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break situated at 2.0cm proximal to the distal end of the strain relief with the manifold hub not returned. No other issues were noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 89% stenosed, 36-88mm x 4.0-4.5mm target lesion was located in the severely tortuous and moderately calcified right coronary artery. A 4.00x38mm promus element long drug-eluting stent was advanced but failed to cross the lesion. After withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the manifold/hub was intentionally cut because the stent was difficult to remove.